Event description:
Caller reported a malfunction on the pump but noted that there were no notable events leading up to the issue. The customer¿s blood glucose level did not exceed 500 mg/dl, indicating there was no adverse impact. Technical support provided instructions for resetting the pump, assisted the caller with this process, and confirmed that the malfunction did not recur after the reset. The customer was advised to continue using the pump and to contact technical support if the issue reoccurred.